Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2014 at 12:00 p. M. The patient manages her diabetes with insulin (novalog, self-adjuster). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated, 1 hour after the alleged issue occurred, she developed symptoms of ¿poor vision and lightheaded¿. The patient mentioned that earlier that day, around 11:30 a. M., she tested her blood glucose on another device (unknown type) and obtained a reading of ¿350 mg/dl¿. At 1:15 p. M. The patient stated she contact her health care professional (hcp) and was advised to ¿take her usual dose of medication (novalog, 30 units)¿. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/19/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a contact issue with battery holder's negative side bent pins up. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.